Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing due to small p-waves. Follow-up with the physician's office did not yield any additional relevant information. The lead remains in use. No patient complications have been reported as a result of this event.